Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). The device was initially reported as returning, but has now been reported as not returning. Device coding: 2017 - incorrect prep. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the xience xpedition everolimus eluting coronary stent system instruction for use (IFU) states to prepare the delivery system prior to use. In this case, it is unknown if the IFU deviation related to incorrect delivery system preparation may have contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported material rupture; however, it should be noted the device was not prepped prior to use which aides in identifying device damage/issues prior to use. The reported difficulty to deploy appears to be related to operational context of the procedure as it is likely a result of the reported material rupture. The device interacted with the partially deployed stent during removal causing the reported difficulty to remove. An attempt to post dilate the partially deployed stent was made; however, it was unsuccessful as the balloon dilatation catheter was unable to cross the partially deployed stent causing the reported difficulty to position (crossability). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information states: the 2.5x23mm xience xpedition sds was not air aspirated outside the anatomy prior to use. No additional information was provided.

Manufacturer narrative:
(B)(4). Medical devices: dilatation catheter: 1.2x12mm mini trek, 2.0x12mm trek, 2.5x20mm trek, 2.75x12mm nc trek ; guide wire: bmw 0.014, bmw universal ii 0.014; guide catheter: jl4-6f concierge merit medical, heartrail ii-5f terumo. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was performed to treat an 80% stenosed and calcified lesion in the proximal circumflex artery. During deployment of a 2.5x23mm xience xpedition stent, a rapid deflation of the balloon was noted at 8 atmospheres. Angiography showed the proximal end of the stent was not fully deployed. To prevent migration of the stent into the lumen of the left coronary artery when removing the delivery catheter, the 5f catheter was installed in the orifice. Resistance removing the 2.5x23mm xience xpedition stent delivery system was felt because the stent was not fully deployed. Fluoroscopy showed the deformation of the 5f catheter tip which was removed without complications. Post-dilatation of the 2.5x23mm xience xpedition stent with 1.2x12mm mini trek and 2.0x12mm trek balloon dilatation catheters (bdc) was performed; however, the stent was not fully apposed. An attempt to perform additional post-dilatation with a 2.5x20mm trek and a 2.75x12mm nc trek bdc was made; however, the bdc could not cross the deployed stent. Although the stent was not fully apposed to the vessel wall it was partially apposed in the calcified and stenotic part of the vessel. The angiographic picture showed a satisfactory result. The procedure was successfully completed and the patient feels well. After the procedure, the stent delivery system was inspected and a hole on the proximal area of the balloon was found. No additional information was provided.